Event description:
It was reported that an alarm was heard. Telemetry indicated a non-critical alarm due to eri (early replacement indicator) was sounding. Telemetry strips noted the eri occured in 2009 at 0216. Based on the very low rate the pt used, the eri appeared to be premature. The pump contained lioresal 500 mcg/ml delivered at 33.45 mcg/day at the time of the event. Additional info reported that the pt was fine and not experiencing any symptoms, just upset. Concomitant oral medications at the time of the event were vicodin, prozac, lipitor, glyburide, accupril, and actos.